Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the device loss of telemetry and all functions were due to a severely depleted battery. Review of the latest care link save to disk file from 31 march 2024 showed normal device operation. The stored data for the last delivered shock was a successful 35 joule shock with a charge time of 9.3 second during episode #140. The device was fully functional and operated under normal current drain when powered with an external supply. Analysis of the battery revealed no internal defects or abnormalities were found that could cause early depletion of the battery. Further analysis of the hybrid at the product analysis laboratory, tempe revealed that nominal cd was present throughout approximately 135 hours of 85/85 (85c and 85% relative humidity) testing. No hybrid anomalies identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a charge circuit timeout. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.